Event description:
Attempted to use percutaneous vascular suturing device (techstar xl) post diagnostic cardiac catheterization; needles deployed but could not achieve full deployment or retraction, ultimately it required surgical removal of device and graft to the right femoral artery.